Event description:
A customer reported a high readings issue with the adc freestyle libre, having received unspecified higher sensor scan results compared to unspecified blood tests on (B)(6) 2019, while the customer was abroad. The customer was reportedly asymptomatic, but presented to a hospital where an hcp meter reading of 29 mg/dl was received and a glucagon injection was administered for treatment. The customer noted that the hcp meter reading increased to "more than 100 mg/dl" after treatment and the customer was discharged thereafter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre, having received unspecified higher sensor scan results compared to unspecified blood tests on (B)(6) 2019, while the customer was abroad. The customer was reportedly asymptomatic, but presented to a hospital where an hcp meter reading of 29 mg/dl was received and a glucagon injection was administered for treatment. The customer noted that the hcp meter reading increased to "more than 100 mg/dl" after treatment and the customer was discharged thereafter. There was no report of death or permanent impairment associated with this event.